Event description:
Boston scientific received information that anti-tachycardia pacing (atp) was delivered for an appropriate rhythm, which accelerated the rate, resulting in a shock which converted the rhythm. The patient experienced a syncopal episode as a result of this observation. The patient was recently presented for an upgrade procedure and the device was explanted. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.